Event description:
Info was rec'd via a foreign clinical study that during a right internal carotid artery (ica) stenting using an angioguard xp embolic protection device 9503014mc/7090854) and two precise stents (p09030xc/13405154 & p09030xc/13409342) the pt developed hypotension, reported by the physician as likely due to the post dilation with a 5mm balloon (unk) at 6 atm. Intravenous drip of etilefrine hydrochloride was administered and the pt recovered within the timeframe of the procedure. There were no neurological symptoms and the pt was discharged from the hosp without further reported events. There were no issues with the angioguard or precise stents. The pt was diagnosed as symptomatic stroke as the vessel was 85% stenosed. There was mild calcification and no vessel tortuosity. Pre-dilation was performed with an unknown 3.5mm balloon at 7 atm. Pre and post medications included aspirin, clopidogrel sulfate, atrovastatin calcium hydrate, furosemide, vogilibose, glimepiride and nicorandil. Additionally heparin was administered pre-procedure and post procedure.

Manufacturer narrative:
A review of the mfg documentation associated with lot 13409342 for the precise revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Hypotension is a well known potential adverse event associated with the carotid stent implantation procedure. This symptom can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. There is no evidence to suggest there were any device design or manufacturing issues that contributed to the reported event; and as indicated by the physician, it is likely related coronary sinus reflex or vagal response. This product will not be returned for eval and testing. This is one of three products involved with the same pt and reported under manufacturing number 9616099-2009-01400 and 1016427-2009-00212.